Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a one-time low impedance in the pace/ sense lead was observed. It was recommended to perform provocative testing and isometrics. Patient will continued to be monitored.